Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.

Event description:
It was reported that there was hardware removal of synthes screws and plate due to infection. The patient was revised with a tibial nail and antibiotic cement. The procedure was completed successfully. Patient status reported as stable. Date of explant unknown. This is report 5 of 22 for complaint (B)(4).